Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's mother stated they recently started insulin pump therapy and did not start using insulin yet. Customer was assisted with the rewind process and infusion set change. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.